Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 15-may-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece was received inside of the original folding carton. Visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge neck and overridden by the plunger rod. The lead haptic could also be observed to be unfolded, in a way consistent with a lens that was rotated counterclockwise. Trace amounts of viscoelastic residue that did not cover the length of the cartridge suggests that an inadequate amount of ovd may have contributed to the complaint issue. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues. The lens was removed and cleaned, revealing that it was damaged and had a detached haptic. Complaint issue "dc-override" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Please note that the information reported in sections d-2 (common device name), section g-1 (manufacturer contact e-mail), and section h-6 health effect ¿ (clinical code and medical device problem codes) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the pre-loaded dcb00 injector went under or over the intraocular lens (iol) and a piece broke off and went into patients eye. They were able to remove the piece that broke off and there was no patient harm. There was no patient contact with the iol. Another lens with the same model and diopter was used to complete the procedure. Patient status post-procedure was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device, therefore not explanted. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.